Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before being sent in for repair. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The distal end was wiped or brushed with a lint-free cloth, brush, or sponge. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): inspection method is described in the operation manual gif-xz1200 chapter 3 "preparation and inspection" prevention method is described in the reprocessing manual gif-xz1200 chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection it was found that a foreign material was adhered to the device tip. Additional findings were as follows: due to damage, switch2 does not work, the adhesive on bending section cover has a crack, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the universal cord, the suction-cylinder, the scope-connector, the connecting tube, has a scratch, the air/water-cylinder, the image guide protector has discoloration, the scope connector has corrosion, the adhesives around objective lens, the adhesives around light guide lens has white, the plastic distal end cover has a dent, the connecting tube has coating peeling, and the connecting tube has discoloration. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope switch 2 does not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material was adhered to the tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.